Event description:
The customer reported that device repeatedly failed the user initiated extended self test with error cod 90008 (e000040 in the system log). There was no pt involvement.

Manufacturer narrative:
(B)(4): the customer reported that device repeatedly failed the user initiated extended self test with error cod 90008 (e000040 in the system log). There was no pt involvement. The philips customer repair center (crc) evaluated the device. The crc could not recreate this failure, however, confirmed that there were many entries of the extended self test error code 90008 e000040 in the system log. The crc replaced the power pca to resolve this malfunction.